Event description:
The customer stated that she was hospitalized due to bronchitis, urinary tract infection and diabetic ketoacidosis, with blood glucose levels greater than 600 mg/dl. The customer stated that she experienced nausea, coughing and ketones. The customer stated that she was sick, and could not lower her blood glucose levels with the insulin pump or manual injections. The customer stated that she was also taking antibiotics, and was aware that this may have contributed to the elevated blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2013-05867.